Event description:
It was reported that within weeks of implant, the patient was scheduled for a right ventricular (rv) lead revision due to diminishing r waves, double counting of the qrs complex and t-wave oversensing. An x-ray of the rv lead was done and confirmed that the rv lead had pulled back. The rv lead revision was successful and the lead remains in use. It was further reported that two days later at a pre-discharge examination, it was noted that there was no sensing or capture on the atrial lead. A chest x-ray confirmed that the atrial lead had dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted apparent explant damage.